Manufacturer narrative:
The device remains implanted.

Event description:
The patient underwent successful stent assisted embolization of a right supraclinoid internal carotid artery (rica) aneurysm. The patient was administered infusion of tirofiban (dosage unknown) and aspirin. However, due to the patient's progressive hydrocephalus, all anti-thrombolytic agents were held or reversed in the intensive care unit in anticipation of an external ventricular drain (evd) placement. The next day post procedure, the patient developed left sided weakness and drowsiness. Imaging confirmed in-stent thrombosis with the infarct of the treated vessel. The thrombosis was treated with mechanical thrombectomy and infusion of 12.5mg of tirofiban. The vessel patency was restored and all anti-thrombolytic agents were withheld again because the evd was needed. However, five days post procedure, the patient neurological status worsened and imaging confirmed that in-stent thrombosis developed again. Two unsuccessful mechanical thrombectomy attempts were performed. The patient was given 500mcg and 335mcg of tirofiban, and the evd was placed to treat the presenting hydrocephalus. This time the vessel remained occluded, and the patient remained in critical care with left side deficits but reportedly in stable condition.

Event description:
The patient underwent successful stent assisted embolization of a right supraclinoid internal carotid artery (rica) aneurysm. The patient was administered infusion of tirofiban (dosage unknown) and aspirin. However, due to the patient's progressive hydrocephalus, all anti-thrombolytic agents were held or reversed in the intensive care unit in anticipation of an external ventricular drain (evd) placement. The next day post procedure, the patient developed left sided weakness and drowsiness. Imaging confirmed in-stent thrombosis with the infarct of the treated vessel. The thrombosis was treated with mechanical thrombectomy and infusion of 12.5mg of tirofiban. The vessel patency was restored and all anti-thrombolytic agents were withheld again because the evd was needed. However, five days post procedure, the patient neurological status worsened and imaging confirmed that in-stent thrombosis developed again. Two unsuccessful mechanical thrombectomy attempts were performed. The patient was given 500mcg and 335mcg of tirofiban, and the evd was placed to treat the presenting hydrocephalus. This time the vessel remained occluded, and the patient remained in critical care with left side deficits but reportedly in stable condition.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Stent thrombosis and stroke are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.